Event description:
During the procedure, upon uncovering the equipment, it became evident that the measuring device had a bent tip, preventing accurate measurement of the screws. A prompt solution was found using another measuring device, thus avoiding inconvenience to the specialist, and successfully completing the procedure without harming the patient or altering the surgical time.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional narrative: h3, h6: product code: 319.010, lot: 4l47530, release to warehouse date: 25 april 2019, manufacturing site: werk bettlach. A manufacturing record evaluation was performed for the finished article lot and no non-conformance's were identified. The product was not returned to medtech orthopaedics; however, photos were received for review. The photo investigation of " 319.010, depth gauge f/scr ø2.7 - 4 meas-range up" revealed that the tip of the device has bent or deformed. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. But the other reported allegation can not be confirmed from the provided evidence. As, provided evidence is not sufficient to confirmed the functional issue incorrect measurement. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the depth gauge f/scr ø2.7 - 4 meas-range up would contribute to the complained device issue. Based on the investigation findings, potential cause can be attributed to component failure and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.